Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735736 (lot: 2.1.0); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the 2d images loaded were completely white and that the 3d view was completely blank. No patient was present. Troubleshooting information was provided. Sliding the level took the image from completely white to completely black, with nothing in the middle. Reducing the bit depth did not make the transition from white to black any different. Details said that lossy compression was used on the exam. Technical services (ts) told the medtronic representative (rep) that the system recommends uncompressed scans and that they couldn't predict how the system would load compressed images, as most of the time it would not work. They advised the rep to re-export the exam from the source without enabling compression of any kind. It was suspected that compression caused the image loading issues.

Manufacturer narrative:
H3) the software team reviewed the case. Based on the information provided the issue was resolved after reburning the disc. Hence, suspecting a disc format issue but the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.